Event description:
Penumbra neuron 6f delivery catheter was damaged in the packaging. The end was smashed about an inch from the distal tip. The catheter was discarded and another was used in the case.

Manufacturer narrative:
Results: the catheter is pinched approximately 3.0 cm, 8.6 cm, and 10.5 cm from the distal tip. The catheter is nonfunctional. The catheter was reinserted into the shipping tube and could not advance due to the damage. Conclusion: the complaint has been evaluated. The complaint indicates that the catheter was damage inside of the package. After evaluating the returned product it is visible that the distal end of the catheter is damaged. When the catheter is in the package the distal end of the catheter is protected by the packaging tube. The catheter is also inspected after packaging. All damaged product are rejected prior to boxing. In addition, the catheter could not have been damaged before packaging as it would not have been able to be placed in the shipping tube with this damage. Therefore, this damage was likely due to improper handling of the device when unpacking or during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.